Manufacturer narrative:
The associated complaint devices were returned and evaluated. [(B)(4)].

Event description:
It was reported that a revision surgery had to be performed due to broken trigen tan nail.